Manufacturer narrative:
Explant is in the future. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting left side intracapsular rupture. Device remains implanted. Explant surgery scheduled.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening extended on posterior and red encapsulation in the device. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the non-penetrating nick in the shell and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Event description:
Healthcare professional reporting left side intracapsular rupture. Device has been explanted.